Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The condition of the components is unk. Surgical notes and x-rays were not provided. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. So it is highly unlikely that the specified devices caused or contributed to any pt infection. In addition, before each lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in (B)(6). With the info provided a cause for the infection cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for infection.